Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.